Event description:
This valve was explanted due to thrombus entrapping one of the valve leaflets. The pt presented with shortness of breath and congestive heart failure. Multiple echocardiograms revealed a high pressure gradient "consistent with thrombosis" of one of the valve leaflets. Intravenous thrombolytic therapy was administered; however, the leaflet remained fixed in the "closed position". According to the op report, at explant, one leaflet was noted to move "easily" and the other leaflet was "stuck". The valve was replaced with sjm 19ahp-105, and the pt was noted to be in "stable" condition postoperatively.